Event description:
It was reported that there was a lead warning for both the atrial and ventricular leads for impedance measurements that have been decreasing and are now low. It was noted that the ventricular lead unipolar impedance was higher than the bipolar impedance. Both leads were capped and replaced. The patient also had complaint of "not feeling well" since the device went to elective replacement indicator. It was thought that this was due to pacemaker syndrome. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.